Manufacturer narrative:
Date of event was reported in multiple time frames: ins flipping - "several months back" (2018); poor communication - (B)(6) 2019; por code - (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a revision yesterday where the ins was repositioned because ¿it was flipping around and moving¿. The patient first noticed the device was flipping ¿several months back¿ (2018). A power-on-reset (por) was seen on the patient¿s ins. Recent emi environmental exposure was the revision procedure. The patient stated that "yesterday I wasn¿t able to synchronize the device with my controller and now today I can but I see a call your dr screen". There was poor communication also. When the patient synchronized today during the report, the por was seen. When asked if the physician had interrogated the ins after the revision, the patient stated that "he said he didn¿t have any way to check it". No symptoms were reported in the event. The patient was redirected to follow up with their healthcare professional for the issue. There were no further complications reported or anticipated.